Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: bd received 8 samples for investigation. 6 of the 8 samples were evaluated by visual examination and the indicated failure mode for missing additive with the incident lot was observed within 3 of the 6 samples. Bd was unable to determine a root cause or perform any additional testing as the tubes were expired. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Event description:
It was reported the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced micro clots/fibrin clots and missing additive. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "blood clotted in edta+fluoride vacutainer. The dried material in the tubes is absent that prevent the blood from clotting. So the blood is clotting itself."

Event description:
It was reported the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced micro clots/fibrin clots and missing additive. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "blood clotted in edta+fluoride vacutainer. The dried material in the tubes is absent that prevent the blood from clotting. So the blood is clotting itself."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing additive as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg experienced micro clots/fibrin clots and missing additive. This event occurred 1000 times. The following information was provided by the initial reporter: translated to english. The customer stated: the "blood clotted in edta+fluoride vacutainer. The dried material in the tubes is absent that prevent the blood from clotting. So the blood is clotting itself."